Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose of 500mg/dl and 400mg/dl. Customer also reports that insulin pump alarmed for no delivery. Customer treated high blood glucose with manual injection. Products will be return for analysis.